Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned samples. Visual analysis of the returned sample determined that the xc200 cartridge was not returned. Only 12 loose clips were received. 2 loose clips were received partially closed and damaged and, 2 clips were received closed. In an attempt to replicate the reported incident, the 8 loose clips in good condition were manually loaded and tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended over the suture. The event reported was confirmed and it is related to improper use of the device due to the returned clips damaged. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic nephrectomy procedure on (B)(6) 2024 and a suture clip was used. During the procedure, on the back table while loading the clips and attach to a suture, it would not clip around the suture. This resulted in the procedure being canceled. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number tx2adx is invalid. Please provide the correct lot number. Tk2adx. How many clips did not close around the suture? 6. Was this problem noticed before the surgical procedure began? Yes, on the back table did this event occur during the procedure? Happened before case started when prepping the patient. Why was the procedure cancelled? Surgeon did not feel comfortable continuing case without the use of the clips. Was the procedure rescheduled? Unknown. If the procedure was rescheduled: has the rescheduled procedure been performed? If yes, please provide date. Unknown. Was the rescheduled procedure completed successfully? Were there any adverse patient consequences? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Robotic. On what tissue was the suture used? None, was before case started when prepping the suture. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown please describe any medical/surgical intervention required for this suture event including dates and results. None. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Faulty applier. What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information yes shipped back on 11/11.